Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right atrial lead exhibited varying capture threshold. No intervention was performed. There were no patient's consequences reported.